Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation determined that there was no image with error code b30, due to fluid invasion inside the scope connector. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an e216 communication error. The issue occurred during unknown procedure. There were no reports of patient harm.